Manufacturer narrative:
No further information can be obtained regarding this event.

Event description:
Device evaluation performed on the returned electrode showed that the shaft of the electrode was completely separated from the hub due to excessive external mechanical force.

Manufacturer narrative:
Expiration date: na

Event description:
Device evaluation performed on the returned electrode showed that the shaft of the electrode was completely separated from the hub due to excessive external mechanical force.